Manufacturer narrative:
The remote service engineer (rse) evaluated the device remotely. It was determined that the handle self test failed due to malfunction of electrode plate. The electrode plate was replaced, and the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was due to malfunction of electrode plate. Further root cause analysis could not be determined. The reported problem was confirmed.

Event description:
Philips received a complaint on the defibrillator indicating that the device failed handle self-test. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.